Event description:
This supplemental report is being filed to provide additional information concerning the impedance issues. It was reported that, during implant testing, the low energy shock impedance was greater than 400 ohms. A new pulse generator was implanted and the impedance with the same electrode was now 35 ohms. The unused device will be returned for analysis. There were no adverse patient effects. It was reported that, during implant testing, the device had impedance issues. The physician elected to implant another device instead. There were no adverse patient effects.

Event description:
It was reported that, during implant testing, the device had impedance issues. The physician elected to implant another device instead. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was connected to a programmer and a manual device setup was attempted with a 50ohm load attached to the connector. The programmer indicated an impedance measurement of over 400 ohms. A lead impedance measurement was done, and it resulted in an indication of an open circuit. A destructive analysis was done, and no anomalies were noted. The failure mode has been confirmed although laboratory analysis did not identify a specific root cause.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information concerning the impedance issues. It was reported that, during implant testing, the low energy shock impedance was greater than 400 ohms. A new pulse generator was implanted and the impedance with the same electrode was now 35 ohms. The unused device will be returned for analysis. There were no adverse patient effects. It was reported that, during implant testing, the device had impedance issues. The physician elected to implant another device instead. There were no adverse patient effects.